Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed the cartridge, infusion set tubing and site. Customer also changed the type of infusion set type. Customer's blood glucose was in the 400 mg/dl range and insulin injections were administered to address bg. Customer was not receiving an occlusion alarm at the time of the report. Customer continued to use pump for insulin therapy.